Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: gim. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, a patient sample was underfilled (insufficient pressure). There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, a patient sample was underfilled(insufficient pressure). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material #: 367841, lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.